Event description:
On (B)(6) 2005, had a hysterectomy (vaginal) w/mesh sling for bladder - anterior & posterior "col. Pouchaphy" -multiple procedures. Gynemesh/gynecare by johnson & johnson, done by dr (B)(6). On (B)(6) 2005, surgery by same dr to remove protruding mesh. On (B)(6) 2006, again surgery by same dr to remove protruding mesh. (B)(6) 2007 self exam - because of pain during sex and blood seen and mesh felt, (B)(6) 2007 had surgery by uro/gyn dr (B)(6), to try and remove remaining mesh. Pain, depression, etc during all the above, but still had to go on w/life. Have had multiple, multiple uti's, and bleeding of vagina, pain during sex. Etc. Hips kill me. Not sure why, did a self exam and felt approx an inch of mesh on left side of vagina, about an inch of protruding from body. In the meantime, have had extreme rectal cramping when bowel is not even full, which goes away on bowel movement. Can't go to dr because I still owe dr (B)(6) and don't think they want me as a pt again, and had to drop insurance for a while due to economy, have it now but it doesn't cover much and I can't put us in more of a financial hardship, but pain and worry is getting worse, can't sleep at night due to worry and hip pain so I'm going to find a dr to remove, bladder or something is falling again, some incontinence, w/self exam of vagina it feels like my vagina ate some radioactive material because it feels really deformed, please pull this stuff off the market. Reading the internet, it looks as though drs are still using this stuff, please please make them stop. Dates of use: (B)(6) 2005 -- (B)(6) 2011,